Event description:
It was reported that needle 22x1 ll eclipse package was damaged on 11 occasions before use. The following information was provided by the initial reporter: the packaging is presenting sealing failure. We are finding this problem in more bd needle presentations and in different batches.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: it was performed the DHR, checked quality notifications and maintenance records where no records potentially related to failure were found. The evaluation of the retention samples did not confirm the occurrence. The samples sent by the customer report were analyzed and it was possible to observe seal failure. A qn was created, observing quality occurrences related to the lot number supplied, and the lot was positioned in global hold.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 22x1 ll eclipse package was damaged. This was discovered before use. The following information was provided by the initial reporter: the packaging is presenting sealing failure. We are finding this problem in more bd needle presentations and in different batches.

Event description:
It was reported that needle 22x1 ll eclipse package was damaged on 11 occasions before use. The following information was provided by the initial reporter: the packaging is presenting sealing failure. We are finding this problem in more bd needle presentations and in different batches.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation? Yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible to observe packaging seal failure. The possible cause for the problem is failure at seal station at packaging machine, caused by material stuck at sealing toll, with caused the seal failure. To investigate and address actions for the occurrence CAPA #2022749 was opened. 10

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that needle 22x1 ll eclipse package was damaged on 11 occasions before use. The following information was provided by the initial reporter: the packaging is presenting sealing failure. We are finding this problem in more bd needle presentations and in different batches.

Event description:
It was reported that needle 22x1 ll eclipse package was damaged on 11 occasions before use. The following information was provided by the initial reporter: the packaging is presenting sealing failure. We are finding this problem in more bd needle presentations and in different batches.